Event description:
Reporter stated that pt's infusion sets fall out of the pt's body (this problem has occurred several times with this box of infusion sets). This problem occurred while the pt was sleeping, resulting in the pt experiencing elevated blood glucose (500+ mg/dl). After the infusion set was reinserted, the pt's blood glucose returned to normal. No treatment was received.